Manufacturer narrative:
Medically significant.

Event description:
Initial report: this serious unsolicited report was received from a physician via our affiliate in (B)(4) on (B)(6) 2011. This case involves a (B)(6) female patient who was administered sculptra (poly-l-lactic acid) on (B)(6) 2010 with no problems (indication, location and dosages not provided). On (B)(6) 2011, additional treatment with sculptra was performed under local anaesthetic. The sculptra was administered by inadvertent intravascular injection. The patient received 0.5 ml of sculptra in a 7 ml vial with water for injection. There was immediate blanching of the left side of the patient's nose, upper lip and cheek. Subsequent minor purple appearance and burning paraesthesia was experienced over the left maxillary area. The case was discussed with the (B)(6) poison center and the patient was referred to the local plastic unit at the hospital. She received oxygen and two nitroderm patches. Her heart rate was 80 bpm and blood pressure was 144/90. She was not admitted overnight. She was reassured and discharged that same day. The outcome of the event is unknown. Other suspect drugs: none. Significant/relevant medical history: not indicated. Relevant concomitant medication: unk. Action taken: unknown. Corrective treatment: oxygen and two nitroderm patches. Outcome: unknown. Physician/reporter causality: not indicated. A ptc (product technical complaint) has been initiated for this report. Ptc numbers are pending. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: although the event of injection site pain is listed for poly-l-lactic acid, burning paresthesia in the context of accidental injection into a vein is unlisted, as is blanching. Similarly, while injection site bruising is listed, in the context of this case, local purpura is likely related to damage to a small vessel caused by the improper injection and is unlisted. A causality of possible is assigned.